Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time

Event description:
It was reported that 2 months post placement of the device, the physician stated that they were not able to get blood return and that the catheter tubing was collapsing. The device was removed. No patient injury reported.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. One d/l equistream split tip 23cm catheter with surecuff was returned for evaluation. Blood, tape, sutures, yellow staining and fluid residue were noted throughout the sample. Gross examination of the extension tubes showed the detailing was clear and partial circumferential clamping creases were present distal to the luer adaptor collars. These circumferential creases were accompanied by slight deformation of the material in a kinked shape. The lumens were freely patent to infusion and aspiration with no leaks noted. Based on the findings, the investigation is unconfirmed for the reported aspiration issue and confirmed for a catheter kink.per the reported event details, "the transparent part of the lumens get squeezed and due to that they are not getting flow rate proper." Therefore, it is likely that the identified kink contributed to the reported flow rate issue. Additionally, based on the evaluation results, the spots of the kinks also had partial circumferential clamping creases. Therefore, it is possible that compression due to repeated clamping at the same location contributed to the kinked material. However, the definitive root cause could not be determined based upon available information. (B)(4).

Event description:
It was reported that approximately two months post device placement, the physician was allegedly unable to get blood return and that the catheter tubing was collapsing. It was further reported that the device was removed. There was no reported patient injury.